Event description:
On (B)(6) 2024, the customer at (B)(6) hospital at (B)(6) reported an incident involving their discovery xr650 fixed radiographic x-ray system. Prior to a patient exam, while positioning the patient for a standing exam using the image pasting barrier, the patient fell to the ground. The patient, a recent transplant recipient in fragile health, sustained skin tear injuries to the right knee, right shin, and chest. Initial information provided indicated that treatment included wound care consultation and administration of pain medication, with no medical intervention beyond standard first aid reported. On august 6, 2025, additional information was received indicating that the patient allegedly required a three-month hospitalization to recover from these injuries.

Manufacturer narrative:
Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Ge healthcare's investigation into the reported event is ongoing. A follow-up report will be submitted when the investigation has been completed.